Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that an ar-9664-2436-lat trial threaded insert broke off in the outer plastic sphere. This occurred during use in a reverse total shoulder case with no patient effect. The glenosphere inserter was still intact, just the glenosphere trial needs to be replaced. Case completed successfully by opening another tray. No pieces broke off in the patient

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-9664-2436-lat, univers revers¿, 36 +4 lat / 24 glenosphere, trial, batch: 1027261831, was received for evaluation. Visual inspection identified that the threaded insert was detached from the device. Additionally, the inside of the device had significant damage: several fragments had broken off. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2018.